Event description:
Ge medical reports that technologist was pulling out the bucky tray, when the bucky tray came completely out and injured customer. Staff stated her foot was injured. Department manager took staff to the ER after the incident. No further details available. Staff is back on the job with no further adverse event reported.

Manufacturer narrative:
Liebel - flarsheim manufacturing report: manufacturer cannot confirm an issue with this bucky as the part was not received for evaluation and a serial number was not provided to complete investigation. If new information is received, the complaint can be reopened. Product and/or serial number not provided for investigation.